Event description:
It was reported that the patient did not charge and the ipg became inoperable. Reprogramming was attempted without success. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.